Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is speculated that the internal board of the connector may be damaged due to the accumulation of electrical stress due to repeated current application, accidental static electricity, or electrical leakage from other products, affecting the image output. The event can be detected/prevented by following the instructions for use which state: instruction manual olympus gif/cf/pcf-260 series operation chapter 3 preparation and inspection 3.6 inspection of the endoscopic system important information ¿ please read before use precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited horizontal interference patterns during on hook operation. There were no reports of patient involvement.